Event description:
The caller stated the patient's mother reported to her that the tracheostomy tube was pre-tested, and the cuff would not stay inflated during use. During the transfer of the call to a specialist, the patient's mother hung up. There is no lot number, expiration date, or sample available. It is not known if the patient was re cannulated as required intervention.